Manufacturer narrative:
After further review of additional information received, the sections have been updated accordingly. It was reported that a patient received an inferior vena cava (ivc) filter implant for the treatment of a pulmonary embolism. The implant was unsuccessful. On or about two years after, the patient underwent a second surgical procedure to implant a trapease permanent vena cava filter for the treatment of a pulmonary embolism. On or about five years later, the patient received an exam on the chest which showed that the patient suffered from bilateral pulmonary embolism. On or about six years later, the patient received an exam for chest pain which showed that the patient suffered from pulmonary embolism (acute) and deep venous thrombosis (acute) (dvt). Information provided in the medical records indicated that the ivc filter was placed for recurrent pulmonary embolism (pe) deep vein thrombosis (dvt) and a history of non-compliance. The filter was placed via the right femoral vein and deployed just distal to the most inferior renal vein with excellent deployment. No thrombus was noted, there was normal anatomy and there were no reported complications. The following day a computerized tomography (CT) scan of the abdomen and pelvis was performed for complaints of right sided pain. The impression notes unremarkable appearance ivc filter, the urinary tract is normal, there is no sign of acute abdominal disease or acute retroperitoneal disease. The patient¿s medical history is listed as cardiomyopathy and hypertension. The patient¿s medical history is listed as: ascites, benign prostatic hyperplasia, cardiomyopathy, congestive heart failure, chronic kidney disease, diabetes, factor 5 leiden mutation, myocardial infarction, cerebrovascular accident, deep vein thrombosis, pulmonary embolism, transient ischemic attack, hyperbilirubinia, hypercoagulable state, hyperlipidemia, iron deficiency anemia, liver disease, peripheral neuropathy, protein c deficiency, protein s deficiency, pulmonary hypertension, sleep apnea, coronary stent placement, open heart surgery, ventral hernia repair, cholecystectomy, pacemaker implant. The medical records provided do not include the initial filter implant notes, in addition the medical records for the second filter implant do not make mention of a previously implanted filter. There is currently no additional pertinent information available for review. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Pulmonary embolism and filter occlusion are known long term complications associated with filter implant and are listed as such in the instructions for use (IFU). Clotting, deep vein thrombosis, pulmonary emboli and device occlusion related to clotting do not indicate a device malfunction. Rather, patient and pharmacological factors may have contributed to these events. Without the procedural films and post-implant imaging available for review, the reported events and a device malfunction could not be confirmed. With the limited information provided it is not possible to establish a relationship between the reported events and the device. There is nothing in the reported information to suggest that there is a design or manufacturing related issue, as such no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
After further review of additional information received, the sections have been updated accordingly. It was reported that a patient received an inferior vena cava (ivc) filter implant for the treatment of a pulmonary embolism. The implant was unsuccessful. On or about two years after, the patient underwent a second surgical procedure to implant a trapease permanent vena cava filter for the treatment of a pulmonary embolism. On or about five years later, the patient received an exam on the chest which showed that the patient suffered from bilateral pulmonary embolism. On or about six years later, the patient received an exam for chest pain which showed that the patient suffered from pulmonary embolism (acute) and deep venous thrombosis (acute) (dvt). Information provided in the medical records indicated that the ivc filter was placed for recurrent pulmonary embolism (pe) deep vein thrombosis (dvt) and a history of non-compliance. The filter was placed via the right femoral vein and deployed just distal to the most inferior renal vein with excellent deployment. No thrombus was noted, there was normal anatomy and there were no reported complications. The following day a computerized tomography (CT) scan of the abdomen and pelvis was performed for complaints of right sided pain. The impression notes unremarkable appearance ivc filter, the urinary tract is normal, there is no sign of acute abdominal disease or acute retroperitoneal disease. The patient¿s medical history is listed as cardiomyopathy and hypertension. The patient¿s medical history is listed as: ascites, benign prostatic hyperplasia, cardiomyopathy, congestive heart failure, chronic kidney disease, diabetes, factor 5 leiden mutation, myocardial infarction, cerebrovascular accident, deep vein thrombosis, pulmonary embolism, transient ischemic attack, hyperbilirubinia, hypercoagulable state, hyperlipidemia, iron deficiency anemia, liver disease, peripheral neuropathy, protein c deficiency, protein s deficiency, pulmonary hypertension, sleep apnea, coronary stent placement, open heart surgery, ventral hernia repair, cholecystectomy, pacemaker implant. The medical records provided do not include the initial filter implant notes, in addition the medical records for the second filter implant do not make mention of a previously implanted filter. There is currently no additional pertinent information available for review. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Pulmonary embolism and filter occlusion are known long term complications associated with filter implant and are listed as such in the instructions for use (IFU). Clotting, deep vein thrombosis, pulmonary emboli and device occlusion related to clotting do not indicate a device malfunction. Rather, patient and pharmacological factors may have contributed to these events. Without the procedural films and post-implant imaging available for review, the reported events and a device malfunction could not be confirmed. With the limited information provided it is not possible to establish a relationship between the reported events and the device. There is nothing in the reported information to suggest that there is a design or manufacturing related issue, as such no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
After further review of additional information received the sections have been updated accordingly. Additional information provided on the patient profile form (ppf) indicated that the patient is experiencing blood clots, clotting, and/or occlusion of the ivc. The patient became aware of these issues around five years after the filter implant. The patient is also reported to be experiencing a device defect, not listed, that results in more follow up care, monitoring, and treatment than normal because it is not functioning properly, in addition to pain and suffering, future injuries and fear that the implant will migrate and cause new injuries or death. Information provided in the medical records indicated that the ivc filter was placed for recurrent pulmonary embolism (pe) deep vein thrombosis (dvt) and a history of non-compliance. The filter was placed via the right femoral vein and deployed just distal to the most inferior renal vein with excellent deployment. No thrombus was noted, there was normal anatomy and there were no reported complications. The following day a computerized tomography (CT) scan of the abdomen and pelvis was performed for complaints of right sided pain. The impression notes unremarkable appearance ivc filter, the urinary tract is normal, there is no sign of acute abdominal disease or acute retroperitoneal disease. The patient¿s medical history is listed as cardiomyopathy and hypertension. The patient¿s medical history is listed as: ascites, benign prostatic hyperplasia, cardiomyopathy, congestive heart failure, chronic kidney disease, diabetes, factor 5 leiden mutation, myocardial infarction, cerebrovascular accident, deep vein thrombosis, pulmonary embolism, transient ischemic attack, hyperbilirubinia, hypercoagulable state, hyperlipidemia, iron deficiency anemia, liver disease, peripheral neuropathy, protein c deficiency, protein s deficiency, pulmonary hypertension, sleep apnea, coronary stent placement, open heart surgery, ventral hernia repair, cholecystectomy, pacemaker implant. Approximately five years and six months after the index procedure the patient had a chest x-ray and CT scan of the chest for complaint of chest pain. No acute cardiopulmonary process was noted on the x-ray and the no acute pe on the CT scan, however there was an opacity suggestive of pneumonia in the right upper lobe. A month and twelve days later a chest x-ray was performed for complaints of shortness of breath, it was noted that a percutaneous intravenous central catheter (PICC) line had been removed and there were no changes from the prior film. The following day a CT angiogram of the chest was performed for congestive heart failure. The findings were suspicious for an acute left lower lobe pulmonary artery branch pe, a small right pleural effusion and a small amount of upper abdominal ascites. Two days later another PICC line was inserted. Nine days later another chest x-ray was performed for complaints of chest pain, there was no evidence of an acute cardiopulmonary process. Three days later another PICC line was inserted in the right arm, the indication was for pe. A chest x-ray was also performed that day for shortness of breath (sbo), again no acute cardiopulmonary process was identified. Fourteen days later a chest x-ray was performed for chest pain, there was no acute focal infiltrate , with no significant change from prior. Approximately one month later due to chest pain, a chest x-ray was performed and no acute cardiopulmonary process was seen. A chest x-ray performed two days later noted that the lungs were clear. Approximately two week later a CT of the chest was done for complaints of chest pain, no acute cardiopulmonary process was seen. The following day another CT of the chest was done to rule out pe, there was no evidence of a pe, however, a 5mm lung nodule was noted. A chest x-ray performed that day showed no evidence of acute cardiopulmonary process. Twelve days later another chest-x-ray was performed for chest pain, sob and coagulopathy, no evidence of acute cardiopulmonary process was noted and no acute infiltrate or pneumothorax. Twenty- two days later an abdominal x-ray was performed for complaints of pain, findings noted, no dilated loops of bowel, post-surgical changes of aorto-iliac endovascular stent graft repair and an ivc filter present. Three days later an abdominal ultrasound was performed for pain and showed a lobulated liver with coarsened echotexture, findings may be basis of hepatocellular dysfunction/cirrhosis. The patient also had a duplex scan of extremity veins performed which showed chronic dvt of the right mid femoral and distal femoral and popliteal veins. Chronic dvt of the left proximal, mid and common femoral vein as well as the left popliteal vein. All other veins examined appeared normal. Another PICC line was also placed that day due to a history of dvt. The patient also had stubbed the left great toe and an x-ray was performed with no evidence of fracture or dislocation. Approximately two months later the patient had a CT scan of the head for decreased sensation of the left lower extremity, there was no evidence of an acute intracranial abnormality. Approximately two months later a pharmacological cardiac stress test was performed due to chest pain, results indicated, left ventricular dilatation with marked global hypokinesis with an ejection fraction of less the 25%. Approximately five weeks later another chest x-ray was performed for chest pain and showed no acute cardiopulmonary process. Approximately twenty -two days later another chest x-ray was performed for complaints of a cough, again no acute cardiopulmonary process was identified. Approximately six years and six months post implantation, the patient had sob and another chest x-ray was done which showed slightly increased interstitial markings of the lungs suggestive of edema. Approximately seventy-two days later the patient was admitted with complaints of abdominal pain and fluid retention. Abdominal x-rays showed no evidence of bowel obstruction and an ivc filter in place. An abdominal ultrasound was done for evaluation of performing a paracentesis, findings indicated a small perihepatic ascites. The recommendation due to requiring the reversal of coumadin was to diuresis to relive small amount of ascites or perform a (CT) scan for further evaluation of abdominal discomfort, as it is unlikely that there would be significant relief of discomfort with aspiration of small amount of perihepatic ascites. A ventilation perfusion scan was performed for sob, chest pain and an elevated d-dimer, results showed low probability for pe. Additionally, a PICC line was placed in the right brachial vein and during placement a high-grade stenosis in the right axillary vein was observed and treated with angioplasty. A chest x-ray was performed for sob and noted that left chest cardiac device leads are unchanged, cardiomegaly and lungs are clear. Approximately seven months later a chest x-ray was performed for complaints of chest pain, no evidence of acute cardiopulmonary disease was noted. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported by the legal brief, the patient received an inferior vena cava (ivc) filter implant for the treatment of a pulmonary embolism. The implant was unsuccessful. On or about two years after, the patient underwent a second surgical procedure to implant a trapease permanent vena cava filter for the treatment of a pulmonary embolism. The device was implanted into the patient¿s renal vein. The device in the patient was positively identified by medical records. On or about five years, the patient received an exam on the chest which showed that the patient suffered from bilateral pulmonary embolism. On or about six years, the patient received an exam in regards to chest pain which showed that the patient suffered from pulmonary embolism (acute) and deep venous thrombosis (acute) (dvt). As a result of the malfunction of the trapease filter, the patient has suffered permanent and life-threatening injuries, requiring extensive medical care and treatment. The patient has suffered and will continue to suffer significant medical expenses, pain and suffering, loss of enjoyment of life, disability, and other losses and will have this faulty device permanently implanted along with other injuries. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported event. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots that develop in the veins of the leg or pelvis, may be related to a condition called deep vein thrombosis (dvt). Large thrombus within the vena cava or lower extremities may impede perfusion and cause venous insufficiency. Recurrent pulmonary embolism is a known potential complication of filter implantation and is listed in the instructions for use (IFU) as such. The brief also mentioned chest pain. Pain is not the result of a malfunction of the device. Clinical factors that may have influenced the event include patient, pharmacological, lesion characteristics or other comorbidities. Based on the minimal information provided, it is not possible to draw a clinical conclusion or determine a root cause for the reported event. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design, manufacturing process or implantation of the device; therefore no corrective action will be taken.

Event description:
As reported by the legal brief, the patient received an inferior vena cava (ivc) filter implant for the treatment of a pulmonary embolism. The implant was unsuccessful. On or about two years after, the patient underwent a second surgical procedure to implant a trapease permanent vena cava filter for the treatment of a pulmonary embolism. The device was implanted into the patient¿s renal vein. The device in the patient was positively identified by medical records. On or about five years, the patient received an exam on the chest which showed that the patient suffered from bilateral pulmonary embolism. On or about six years, the patient received an exam in regards to chest pain which showed that the patient suffered from pulmonary embolism (acute) and deep venous thrombosis (acute) (dvt). As a result of the malfunction of the trapease filter, the patient has suffered permanent and life-threatening injuries, requiring extensive medical care and treatment. The patient has suffered and will continue to suffer significant medical expenses, pain and suffering, loss of enjoyment of life, disability, and other losses and will have this faulty device permanently implanted along with other injuries.